Event description:
The manufacturer received information that a trilogy 100 was returned to the manufacturer's service center for return to stock recertification. There was no patient involvement, and no harm or injury reported. On device evaluation, the device was returned to the technician for additional evaluation due to a failed repair test. The device failed active exhalation purge valve open/close. At this time, device evaluation and repair have not yet been completed. If additional information is received, a follow-up report will be filed.